Manufacturer narrative:
Event date unknown. Device evaluation: one device was returned for evaluation. Visual inspection revealed the top case chipped, bottom case broken, right plunger case cracked, and battery missing. The event history log confirmed the occurrence of motor rate error. Functional testing was able to replicate the reported issue; the main board was not seated onto the extrusion grove. The root cause was determined to be impact. The main board was installed onto the extrusion. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a motor error. There was unknown patient involvement. "No patient harm" reported.